Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that the patient's latitude communicator displayed a red call doctor icon. Technical services was consulted and found the right ventricular (rv) lead exhibited high out of range pace impedance measurements, measuring greater than 3000 ohms. Technical services referred the patient to their clinic for further follow up. The device remains in service at this time. No adverse patient effects were reported.